Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the power module alarmed with a battery alarm light and wrench light. The backup battery was replaced and the alarms resolved.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section d4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of a battery and wrench alarm was unable to be confirmed. Several attempts were made to obtain the product; however, the power module was not returned for analysis. Additional provided information stated the serial number of the power module was unknown, that log files were unavailable, that no patient was involved in the event, that replacing the power module backup battery resolved the alarms, and that no product would be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the power module were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use (rev. A) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including all power module alarm conditions. Heartmate 3 instructions for use (rev. A) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use (rev. A) section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.